Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was identified to have an infection. The patient was treated with IV antibiotics. It is unknown if the device has been explanted. There were no additional adverse effects reported.

Event description:
Additional information was received that the patient experienced pain, mental anguish and suffering during their laser extraction of the device system related to infection. No additional adverse patient effects were reported.